Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the device had a power on reset (por). The por was cleared during interrogation and the device remains in use. It was also noted that the patient has episodes of breathlessness and is scheduled for an electrophysiology (ep) study to determine the cause. No further patient complications have been reported as a result of this event.